Event description:
A consumer's brother reported that his brother is seeing ghosting around images following bilateral intraocular lens (iol) implant surgeries. At the reporter's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. At the reporter's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).